Event description:
The customer contact reported an operator error in programming the device, which resulted in the pt receiving more medication than intended. At an unspecified time, the device was programmed to deliver diaudid with a concentration of 0.1mg/ml instead of the intended concentration of 1mg/ml. No further programming parameters were provided. After an unspecified length of time, the pt was found "blue and not breathing" by a family member. The pt was treated with narcan, resuscitated, and transferred to the ICU. The customer contact reported that the pt received 13mg of dilaudid in less than one hour. There wre no reported adverse pt sequelae. The customer contact reported "there is no doubt that the error occurred when the person programmed the pump incorrectly" and "there was no negative pt outcome." The device was not isolated following the event. Though requested, no additiona info was provided.